Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported by the customer, a microbiological culture was performed on the ultrasonic gastrovideoscope. The scope tested positive. The scope was to be retested for confirmation. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The repair order was cancelled as the customer did not return the device to olympus. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined if there was any relationship between the subject device and the positive culture test. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.